Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# v517493, product type: lead. Product ID 3387s-40, lot# v452180, product type: lead. Product ID 7482a51, serial# (B)(4), product type: extension. Product ID 7482a51, serial# (B)(4), product type: extension. Product ID 7438, serial# (B)(4), product type: programmer, patient. The mfg site ID was updated to 3004209178.

Event description:
Additional information received reported that there was no malfunction or early battery depletion and the patient was receiving effective therapy. The reporter wanted to report that the patient programmer had a poor design and the patient had a hard time turning the device on and off because of the design.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 37642, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a new patient programmer when their implantable neurostimulators (ins) were replaced and programmer was hard for them to use. The programmer was so hard for the patient to use they did not turn their inss off like they had in the past. As a result, the patient had to have one of the inss replaced in three weeks. The ins lasted less than one year. The patient had essential tremors and does shake. It was impossible for the patient to hold the programmer in one hand and press the orange or gray buttons with the other hand. The reporter stated that it was a poor design for someone like the patient. The reporter further stated the patient would probably have to have the other ins replaced in a few months. No interventions or outcome were re ported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2014-03653.